Manufacturer narrative:
Correction- d6 and e1.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker reached premature battery depletion. The patient was in stable condition.